Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Intraoperative or immediate postoperative femoral calcar fracture detected few days after primary surgery in a (B)(6) year old woman. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. Also, during rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. The cause of this event cannot be determined however, there is no reason to suspect a faulty device. Batch review performed on 04 november 2021. Lot 1900042: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-mar-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event.

Event description:
About 1 week after the primary surgery, the surgeon noticed on the x-ray that a greater trochanteric fracture is visible, and performed osteosynthesis using a plate and wire. The surgery was completed successfully. The cause of the fracture is unknown, but it may have occurred during external rotation of the femur or when using a starter reamer or rasp. The bone quality was not good.